Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the settings issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked, but was still functional; reason for the cracked touch screen was unknown. Customer's blood glucose (bg) was 23 mg/dl; customer consumed carbohydrates to address the low bg. Reportedly, customer's basal rate settings were too high. Customer confirmed they will consult with their health care provider regarding diabetes management.